Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cables were loose. Fse reset the host pc cables. After the host pc cables reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.